Event description:
Patient reported "this is the third 'rupture' I have had". Since the device is saline, the event is captured as deflation. Affected location unknown. Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.